Event description:
It was reported that the wake button was sticking or was delayed in responding to touch. Additionally, it was reported that cartridge change errors occurred. Customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 168 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.